Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that he was given a list of physicians who could change his battery. The patient reported that the neurostimulator (ins) not coming on and call your doctor screen hadn¿t been resolved. The patient reported that he saw a healthcare provider (hcp) on 2018-(B)(6) and he was still waiting for a surgery date. The patient noted that he was about desperate enough to do the surgery himself at home. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-09-04, information was received from a consumer regarding an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient was seeing a call your healthcare provider (hcp) screen, but the exact code was not provided. The patient stated that they could not connect to their stimulator or turn it back on. The patient acknowledged their device was around the 9 year time frame. The battery longevity was reviewed. The patient was forwarded to their healthcare provider (hcp) to address the replacement surgery. No further complications were reported or anticipated. On 2018-sep-28, additional information was received from the patient reporting that their device died at the end of (B)(6) 2018. They stated they couldn¿t get the ins changed and needed it replaced badly. The patient stated that they had been suffering for a month. They stated that their doctor said they would replace it but the scheduler wouldn¿t call them back to schedule the surgery. The patient stated that they were leaving for an international trip on (B)(6) 2018. They stated they would be gone for two weeks and be back for a few days then they were going over seas again. They stated that travel would be miserable without their device. They asked if they could buy the ins and have someone replace it. It was reviewed that devices could only be sold to healthcare provider (hcp). Patient services offered a list of hcp, but the patient stated that they had a list. They stated they were going to call their hospital and see if they would replace the ins. The patient was redirected to follow-up with their hcp to schedule a replacement surgery. The event occurred in (B)(6) 2018. No further complications were reported/anticipated.